Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line during the priming stage, where the technical service representative had the user have the patient line lower than the machine to prime it all the way through. This complaint is confirmed because having the patient connector lower than the heater bag is a known cause of this type of problem. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
The customer contacted baxter's service center regarding assistance with repriming the patient line; which occurred on the homechoice (hc) during use, during priming. The technical service representative (tsr) assisted the care giver (cg) with repriming the patient line. The hp stated the patient line overflowed with some solution. The patient line reprimed successfully. The hp connected and then started the therapy. This writer contacted the care giver (cg) (B)(6) 2011 regarding reported problem. They stated that the patient continued therapy fine after the repriming. The cg stated the overflow from the patient line occurred during the attempt to reprime the patient line. They stated this occurred because the technical service representative (tsr) had them have the patient line lower than the machine to prime it all the way through. They stated nothing unusual was noticed with the supplies. No other problems that evening. The patient has been continuing therapy okay.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.